Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states: "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 702-703 mg/dl; cause was poor diabetes management. Reportedly, at the time of event, the control iq functionality not working properly as there was no continuous glucose reading (cgm) reading on the pump as a result of a valid out of range alert; the pump and transmitter were not within range and customer ignored out of range alerts. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous insulin and unspecified fluids. Customer was released from the hospital on (B)(6) 2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.